Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure difficulty removing a catheter occurred. A 15mm x 3.00mm nc quantum apex mr balloon catheter was advanced to the target lesion and successfully inflated and deflated to unknown atms. After the nc quantum apex mr balloon catheter was deflated and withdrawal was attempted, difficulties were encountered. The physician feels that there was "no problem with the balloon but more of the patient's anatomy." No patient complications were reported and the procedure was completed with this device. Additional information has been requested and is not available.